Manufacturer narrative:
The manufacturer previously reported an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam become degraded and caused the patient to develop sinus infections. The patient required surgery in response to the event. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device found no evidence of distinct wear, tear, or contamination on the enclosure. Red marks were observed on the ui panel midway between the ui knob and display. The device was disassembled for internal visual inspection. The manufacturer observed no distinct wear or tear. Dust/dander contamination was observed on the top of the blower of the device. The manufacturer also observed an object, appearing consistent with the retaining clip of a non-philips pollen filter (comparison photo attached), in the bottom of the blower box beneath the blower air intake. No evidence of sound abatement foam breakdown was observed within the device, and the foam appears intact. The manufacturer applied power to the device and confirmed the device provided flow. The manufacturer concludes there is no evidence of sound abatement foam breakdown within the device. The dust contamination is most likely from the external to the device.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and has caused a nodule in the patient's lungs. The details of medical intervention the patient received are currently unknown. The manufacturer has attempted to arrange for the return of the device for evaluation to the manufacturer's product investigation lab. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.